Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 225mg/dl, 99mg/dl, 160mg/dl. Tests were done less than 10 minutes apart with a difference of 46%. Pt did not experience any adverse events. No further info has been reported.